Manufacturer narrative:
Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. Regulatory reportability and severity is determined by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. Manufacturing/packaging records: a review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30-minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown.

Event description:
Event verbatim [preferred term] 4% of stapedectomies using gelfoam/polyethylene tube required revision [off label use], 4% of stapedectomies using gelfoam/polyethylene tube required revision [device use issue], 4% of stapedectomies using gelfoam/polyethylene tube required revision [therapeutic product ineffective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "revision stapedectomy: a review of 258 cases", the laryngoscope, 1981; vol:91 (1), pgs:43-51. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), therapeutic product ineffective for unapproved indication (intervention required, medically significant), outcome "unknown" and all described as "4% of stapedectomies using gelfoam/polyethylene tube required revision". The patient underwent the following laboratory tests and procedures: audiogram: unknown results, notes: units: db; unknown results. The action taken for absorbable gelatin was unknown. The reporter considered "4% of stapedectomies using gelfoam/polyethylene tube required revision" associated to absorbable gelatin. No follow-up attempts are possible. No further information is expected. Follow-up ((B)(6) 2023): this is a follow-up literature report from product quality group providing investigation results and suspect drug data UDI ((B)(4)). Product quality group provided investigational results on (B)(6) 2023 for absorbable gelatin: qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. Regulatory reportability and severity is determined by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. Manufacturing/packaging records: a review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30-minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed, and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Event description:
Event verbatim [preferred term]: 4% of stapedectomies using gelfoam/polyethylene tube required revision [off label use], 4% of stapedectomies using gelfoam/polyethylene tube required revision [device use issue], 4% of stapedectomies using gelfoam/polyethylene tube required revision [therapeutic product ineffective for unapproved indication], narrative: this is a literature report for the following literature source(s): "revision stapedectomy: a review of 258 cases", the laryngoscope, 1981; vol:91 (1), pgs:43-51. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), therapeutic product ineffective for unapproved indication (intervention required, medically significant), outcome "unknown" and all described as "4% of stapedectomies using gelfoam/polyethylene tube required revision". The patient underwent the following laboratory tests and procedures: audiogram: unknown results, notes: units: db; unknown results. The action taken for absorbable gelatin was unknown. The reporter considered "4% of stapedectomies using gelfoam/polyethylene tube required revision" associated to absorbable gelatin. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.